Manufacturer narrative:
The patient was reportedly in his "mid 60's." Device analysis conclusion: the guidewire was returned fractured with the distal spring tip section not returned. Scanning electron microscopy analysis showed evidence of residual solder and torsional forces on the fracture face. It is hypothesized that the spinning driveshaft made contact with the spring tip, thereby causing the fracture. This is consistent with the details reported to csi. The root cause of the fracture is considered to be use not consistent with diamondback 360® coronary orbital atherectomy system instructions for use manual (IFU). The IFU warns, "do not come within 5 mm of the proximal end of the viperwire guide wire spring tip with the distal end of the oad drive shaft. If the distance between the shaft tip and the viperwire guide wire spring tip is insufficient, the shaft tip may contact the guide wire spring tip and result in dislodging the guide wire spring tip. Use fluoroscopy to monitor movement of the shaft tip in relation to the viperwire guide wire spring tip." Csi ID: (B)(4).

Event description:
A viperwire guidewire and orbital atherectomy device (oad) were used for mid segment treatment of calcified lesions in the left anterior descending artery and diagonal branch. Glideassist was used to advance the oad crown past the lesion for distal-to-proximal treatment. Due to patient size, imaging was not ideal. The oad contacted the wire tip when the wire shifted proximal. The tip of the viperwire became lodged in the tip bushing of the driveshaft, and the oad and wire were removed. No fragments were left in vivo. The procedure was completed with a second viperwire without further complication.